Event description:
Boston scientific received information that the patient with this pacemaker, experienced cardiopulmonary arrest episode and was subsequently hospitalized. External pacing was applied and the device was interrogated in the ICU and revealed extended pacing pauses for an unknown duration and an increase in threshold measurements. It was noted that lead measurements were within normal range and the device was reprogrammed. The following day, a device check was performed in the general hospital ward. Threshold measurements were still high and the pacing rate was at 54 percent, while lead impedance measurements remained stable. The device was reprogrammed a second time. The physician is considering that the cardiopulmonary arrest could be induced by high potassium level or an increase in threshold by sunrythm. The patient will be monitored closely and a follow up will occur in the near future. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.